Manufacturer narrative:
H10: investigation of the customer's complaint of the device coming apart is confirmed. One vcare device # (B)(6) were returned opened in original packaging. The lot number of the device, 202010191, was verified. A visual inspection found damage to the printed v-care tube with the uterine balloon and cervical cup detached from the tube. Although the reported failure can be verified, a root cause cannot be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counterclockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare small (32mm) cup # 60-6085-200a, lot 202010191 experienced by (B)(6) hospital on (B)(6) 2021. Information received was that "during the laparoscopic hysterectomy the vcare fell apart. The green cup perforated the uterus, and the green cup was floating in the abdominal cavity. They had to stop the procedure to search for the cup. While they were looking for the green cup, they realized the vcare balloon had also gotten into the abdominal cavity. The total delay of the surgery was 20 minutes, the dr involved was dr (B)(6). To date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis of injury for the perforation of the uterus.